Manufacturer narrative:
The device has been requested ti be returned. The serial number was not given by the customer. Therefore no manufacture date is possible. The warmtouch 5200 pt warmer has been discontinued and replaced with a new design, the 5300a. (B)(4).

Event description:
The customer reported that during use on a pt in the operating room, a me at a hospital confirmed a flame and smoke came out from the product. The ac current cable that was not genuine product for out brand was connected to the power strip. Confirmed on of three pins was broken by burnt damage. Also observed the ac power source had burnt damage. No pt harm was reported.